Event description:
Ous MDR - after an implantation time of about 30 months, it was reported that the defibrillator could no longer be interrogated. The device was explanted.

Manufacturer narrative:
After its receipt, the ICD was first checked visually. The spot of locally melted titanium was dected. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was not possible to interrogate the ICD. Based on the results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damage to the electronic module, as consequence of which the ICD could no longer be interrogated. Possible clinical complications that could result in an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, which can lead to a low-ohmic contact of the high-voltage conductors to each other or to the housing of the ICD. The manufacturing process of the ICD was reviewed and showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.